Event description:
On (B)(6) 2024 I inserted a tampon because I was on my menstrual cycle around noon. As the day progressed I started feeling very weak. When I got home from work, I tried to eat but I felt so sick I couldn't. I went to the restroom to remove the tampon and lay down. My body was aching. I was so weak I can hardly walk. I went to lay down I had chills and every turn hurt. As the night progressed I developed fever. I thought I was coming down with the flu or covid. I was feeling a lot of cramping and pain on my right side. The next morning, I woke up feeling a lot better. Days later I find out that tampax has been found to have arsenic and lead. I feel like I have continuous side effects. Like cramping and a continuing pain on my side. I am going to the doctor to get checked out for side effects. I feel like I still have cramping and pain in my right side that might be caused by the tampons. I have picture of the box and product.